Event description:
MFR of continu-flo solution set changed the placement of the on-line filter. This change has resulted in fluid backing up into the IV bag with anything that is administered IV push or piggy-back.